Manufacturer narrative:
The investigation has been carried out and the conclusions are following. Arjohuntleigh was informed about an incident with a arjohuntleigh battery that is dedicated to be used with medi-lift or medi ssl2 arjohuntliegh floor lifts. No information regarding which lift was used at the time of event could have been provided by the customer. The customer stated that two types of lift are used in the facility medi-lifter and medi ssl 2, both could have used the battery in question. It was reported that a customer facility employee personal support worker (psw) received an shock: 2nd degree burn to a person's hand (psw was wearing two rings). The reported issue occurred while removing the battery from the lift, activity described in the following manner: "from the middle of the battery and not the two push down sections of the battery". A customer stated that the lift that was used with the battery is operating correctly and had no influence on the burn to the staff's hand. The customer replaced the fuse in the battery post the reported complaint. Although the fuse was replaced, the customer claimed that there was nothing wrong with the battery. The battery involved in the incident was produced on 2013-10-31 by bhm medicals. When reviewing reportable complaints for medi-lift and medi ssl2 we have found that the issue is limited to one customer only. Instructions for use (IFU) for medi-lifter 4 (001.20250.en rev.8 from september 2009) and medi-ssl (001.20751.en rev 7) provides information about safety precautions when using or removing the battery from the lift: IFU section "battery and battery charger safety practices" informs how battery pack shall be used and maintained, it instructs to keep metal contacts clean. "Do not attempt to expose, service or repair the lift, battery or charger." The regular monthly inspection includes checking battery pack for damage. "Troubleshooting guide" section of the IFU instructs to replace faulty battery pack with a fully charged one, in case of battery trouble a service shall be called. "Read the battery and charger instructions thoroughly before using or storing them". After the event, the battery pack was returned to the arjohuntleigh manufacturer for further technical inspection. It was found arch markings on the internal contacts and peeling nickel plating. These damages might suggest that the contact made with the battery contacts was inadequate. It might happen that the rings (which were on the person's hands during the issue) contact with the battery contacts could lead to a short-circuiting of the battery pack. It is unknown if the battery contacts were damaged before the ring came into contact or it was damaged because the ring came into contact with the battery contactors. However, an indication in the complaint, that the battery was removed "from the middle of the battery", suggests that the battery was handled incorrectly. The battery has two handles on both sides, to remove battery pack, the two handles shall be grasped at the same time, the 2 latch buttons located on each side of the battery pack shall be pushed and the battery pack can be pulled towards the operator. The above suggests that the battery was removed in a way that rings came into contact with battery contacts resulting in a 2nd degree burn to the hand. The rings should not have contact with the battery contacts as the battery is equipped with the handles designed for safe battery removal from the lift. Therefore, it can be stated that if the battery was removed in accordance to IFU, no contact with battery nickel contacts would occur and there is no possibility of harm to occur as a result. Thus, the root cause of this event was found to be related to the inadequate manner in which the battery was handled. The reported incident could not be reproduced during the battery evaluation, however when the event occurred the battery was reported to fail to meet its specification as the customer facility worker received a shock when removing the battery from the lift. The battery was directly involved in the incident, but it was not used for treatment or diagnosis at that moment. We report this event due to injury sustained, which has been assessed by our clinical expert as serious.

Manufacturer narrative:
The battery was sent to the manufacturer for further evaluation. Upon completion of the evaluation report next report will be submitted. Expected date for next report is 31 october 2017.

Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusion of the investigation.

Event description:
As reported, a personal support worker (facility staff) received a shock and a burn on hand when removing battery from lift. The customer is using both medi ssl 2 and medi-lift with the same battery, therefore could not indicated the exact lift that was used at the time of the incident.